Event description:
Home pt (hp) reports switching new bag to already spiked line on the homechoice set while troubleshooting an alarm situation during apd treatment. Hp was advised to discontinue treatment at that time and set up new supplies. No pt injury or medical intervention required as a result of incident, per rn.